Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the unit showing tf:5507. No patient involved.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported could be confirmed. The device generated tf5507. It is important to emphasize that no patient was involved at the time the tf5507 occurred. Investigation findings and service results indicated that the root cause was a defective sensor board, which led to incorrect system feedback and subsequent triggering of mixer valve¿related technical faults. The sensor board was replaced as a correction, after which the unit was tested and confirmed to be operating properly with no recurrence of the technical fault. Hamilton medical ag considers this case closed.